Event description:
It was reported that transmitter failed error occurred on (B)(6) 2022 for transmitter with serial number 8x8etm. However, transmitter with serial number 8mxppt was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and transmitter failed error was not found for serial number for serial number 8mxppt within the investigation window. The allegation was not confirmed. The probable cause could not be determined. The reported event of transmitter failed error is reportable based on transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).